Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team on 3-18-2026 due to "no power to the monopolar and c-34 errors." The issue was confirmed with recurring error c34 observed in the logs and during testing. Error c00 was found internally.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, the staff was experiencing a power issue with the monopolar instruments. The staff had power-cycled the system and the integrated electrosurgical unit (iesu) generator, but there was no change. They were unable to locate the blue energy activation cable. They intended to pull a second vision side cart (vsc) into the room. The procedure was converted to another da vinci system.